Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that upon checking follow-up x-rays, the surgeon found that the locking ring was dislocated. It was unclear if it is just the locking ring or the whole bipolar head from the x-ray; but patient has no pain and was unaware. As of now, no revision surgery is planned and the surgeon was researching the pull-out strength of the device to decide if it could remain implanted. Surgeon also reported that the patient is very non-compliant. Patient was previously revised for dislocation.

Event description:
It was reported that upon checking follow-up x-rays, the surgeon found that the locking ring was dislocated. It was unclear if it is just the locking ring or the whole bipolar head from the x-ray; but patient has no pain and was unaware. As of now, no revision surgery is planned and the surgeon was researching the pull-out strength of the device to decide if it could remain implanted. Surgeon also reported that the patient is very non-compliant. Patient was previously revised for dislocation.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed by the clinician review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted, " adverse event identified - dislocation of hip with revision surgery to constrained construct, disengagement of the locking ring from the constrained liner. Hazards: the locking ring is fixed during manufacturing, thus disengagement represents a hazard. Conclusion of assessment: the locking ring of a constrained liner appears to have disengaged from the polyethylene. There is increased risk of further dislocation. It is unknown how much decrease in capture exists without the locking ring, but there is no obvious reason for revision unless there is further dislocation or other problem. Review of the case with the engineering team may provide insight as to the change in pullout strength of the constrained liner minus the locking ring. Reviewing postoperative films may shed light on the position of the ring/cup at the time of insertion and when the change occurred. Examination of additional pre and postoperative records may add to the analysis." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the available medical records were provided to the consulting clinician for a review which confirmed the event of disassociation the exact cause could not be determined as insufficient information was available. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.